Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 2 of 2: it was reported that, prior to use of vacutainer® sst¿ ii advance plus blood collection tubes, the gel adhering to the inner wall of the tube and post centrifugation inadequate gel migration resulting in insufficient sample separation was observed in 5 devices. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received 3 photos for investigation which indicated poor barrier separation, while gel smearing was not observed. 100 retained samples from each batch number 5149995 and 5119817 were visually inspected, and no gel defects were observed. Complaints for sample quality were not under statistical control for the month of december 2025, additional testing were performed. Factors that may contribute to poor barrier separation, gel smearing were evaluated through a clinical study to verify the design of the device met it¿s intended use. Bd was unable to duplicate the customer's indicated failure modes, poor barrier separation, gel smearing, via clinical investigation because the defect were not evident in the testing of the complaint lot samples. All visual observations of both retain and control samples demonstrated clinically acceptable performance. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. No definitive root cause could be established for the reported defect. This complaint has been confirmed for the lots 5119817 and 5149995, for the indicated failure mode: poor barrier separation via photo analysis. This complaint has not been confirmed for the lots 5119817 and 5149995, for the indicated failure mode: gel smearing complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
Report 2 of 2: it was reported that, prior to use of vacutainer® sst¿ ii advance plus blood collection tubes, the gel adhering to the inner wall of the tube and post centrifugation inadequate gel migration resulting in insufficient sample separation was observed in 5 devices. No adverse impact was reported regarding the patient or user.